Event description:
It was reported the customer had a bolus missing from their bolus history. The customer's blood glucose was 240 mg/dl at the time of the call. The customer was assisted with programming their insulin pump. Troubleshooting was able to verify the customer's bolus history was correct. Customer's bolus was also able to be delivered. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.